Manufacturer narrative:
Unit received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, a-21 error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime/a33 test, off no power test and excessive no delivery test due to blank display. Unable to confirm battery out limit alarm due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display was blank. Customer reported that she replaced the battery and the display returned briefly, but then went blank again. Blood glucose level at the time of the incident was 157 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.